Event description:
No turbine operation/flow. Unit was in a backpak on a wheelchair. Rt turned vent on before switching pt for bed vent to wheelchair vent. Found the device was no cycling/delivering breaths. Device had an audible alarm (unsure which), but rt cannot recall details on the visual alarm. No pt harm - not connected to pt.